Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels reaching 496mg/dl. Manual injections were administered and supply changes were performed to address the bg levels. Reportedly, the customer suspected their infusion set were the cause of the elevated bg levels; no details regarding the type of issues encountered with the infusion sets were provided by the customer. Recommendation was made to consult with their healthcare provider in regards to the ongoing elevated bg levels and other infusion sets that may work better with the customer.